Manufacturer narrative:
Correction: b3. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to include corrections/updates. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the distal tip was damaged on the ultrasonic probe. The issue occurred during preparation for use. The intended procedure was completed using a similar device. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal tip was damaged on the ultrasonic probe. The issue occurred during preparation for use. The intended procedure was completed using a similar device. There were no reports of patient harm, injury, or death.